Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the ins was removed before they put the spinal cord stimulation device in. The patient did not know the date it was removed. It was noted that the device was removed because it was not working, never helped with their symptoms, and never did what it was supposed to do. It was reported the patient had 3 strokes and could not remember their healthcare provider¿s (hcp) name. It was noted the hcp was in (B)(6) and they passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.